Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. The male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified medication via a pump. It was reported that after the male adapter of the primary tubing set from the clave port of the extension tubing set. At this time, the customer contact reported that the clave port remained in the opened position and an unspecified volume of solution leaked onto the pt's bed. The extension tubing set was replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.